Event description:
It was reported the readings of the device were inaccurate according to staff. The device was returned for calibration. No patient complications were reported as a result of this event.

Event description:
It was reported the readings of the device were inaccurate according to staff. The device was returned for calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was also noted that the upper and lower cases were broken and contaminated, the battery release, lead flex cover and battery drawer were contaminated, the ring cover was contaminated, the two side bail covers were broken and contaminated, the battery contacts were compressed, the ring was bent, and the keyboard pad was cosmetically damaged. (B)(4).